Event description:
Patient receiving heparin 2500u/250cc 1/2 ns at 11cc/hr. Via controller, began 9/14. Controller cleared at 2300 on 9/19 and registered 88cc received, but IV bag was empty. The bag (250cc) was hung at 1630 hrs. On 9/19. No great amount of alarms and no tampering by patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.